Event description:
The device was used during a bariatric case, the gun was fired and 2 clips came into jaw and fell into the pt, which were retrieved. Fired again and the 3rd clip did not proximate. Pulled new device to complete the case. Some blood loss, quanity unknown.